Event description:
Batch of defective pouches were recalled and user is unable to get replacements until august, while the co corrects the problem. The user's complaint is that this co is reportedly the only co that produces this product and has exclusive right to it, making this situation a real hardship on pts who need the product and cannot get it anywhere else. The rptr questions why a co would be granted exclusive rights if they are unable to meet the demand for a given product.